Manufacturer narrative:
The cusa clarity console (c7000) was returned for evaluation: device history record (DHR): the DHR was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis: the investigation of the unit confirmed the complaint: an integra field service technician (fst) visited the facility and evaluated the device. The fst was unable to duplicate the reported issue but was able to confirm the system error in the unit's log files. To resolve the issue, the fse re-installed the software, checked the start up with the power off/on, and confirmed the device functionality. Root cause: the root cause is confirmed as the occurrence of a system error code. Corrective and preventative action (CAPA) has been raised to investigate "error code displayed on clarity console" and is pending corrective action, if necessary. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a "system error" occurred on the cusa clarity console (c7000) during an unspecified surgery. The device was rebooted, but it could no longer be used. There was a delay of more than 30 minutes; however, no patient injury occurred.